Event description:
A doctor reported a pt who had a monarc sling and perigee graft removed due to infection and complications. The devices were implanted in 2006. Ten days post op the pt presented with gross incontinence. Examination revealed a left ureteral fistula the pt was admitted for sling and graft removal and drainage. During the removal surgery the doctor placed bilateral ureteral stents. The doctor stated the pt may have had a longstanding ureteral pelvic obstruction. The pt was reported to be doing fine.